Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional observation(s) not reported by site: the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 5.01mm x 2.38mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total gastrectomy, the 8mm fenestrated bipolar forceps instrument was noted to have a wrist dislocated from the shaft. A backup instrument of the same kind was used. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay in the procedure.